Event description:
The customer reported that the pump was returned from clinical use with an unsigned note that read, "control button is bent (potential hazard) and cannot be secured or threaded on". The note did not provide any tracking info in order to obtain specific pt info, pump programming, or event details. There were no reported adverse pt or staff events while the device was in clinical use. Initial testing at the manufacturing site indicated that the pump delivered an unrequested bolus. Though requested, no further info was available.